Event description:
Customer reports the following: "pump displays error 22. After exchange of spare part problem no longer exists" force sensor issue. Reporting due to the referenced issue; no harm to patient was reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed, no event related to this complaint could be found. Device history logs was not provided, therefore, no review could be performed. The subject device (model agilia sp mc, serial number (B)(6) ) was not returned to our laboratory for analysis, and neither was the suspected defective spare part. Thus, no further investigation could be performed. The reported event could not be reproduced and was not confirmed by our laboratory. It is known that the device was put back in service by replacing the force sensor. Based on available information, the root cause of the reported issue could be linked to a defective force sensor. However, since the device was not returned, it remains unknown (not returned). An internal CAPA has been opened in order to reduce the occurrence of error 22. To our knowledge no patient consequences have been reported. This complaint is considered as not confirmed. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated an action.